Event description:
On (B)(6) 2013, it was reported that high impedance was detected during system diagnostic tests performed that day. X-rays were taken and no lead break or other anomalies were identified. The physician was advised to disable the device. Follow up with the physician found that the vns device was disabled. It is unknown if patient manipulation or trauma occurred which may have caused or contributed to the event. No other programming history was available to provide. No other information was given.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.